Manufacturer narrative:
A lot history review (lhr) of huyd1839 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.

Event description:
It was reported that during the insertion of the device with pull technique, allegedly one component broke (the tubing apparatus detached from the plastic portion near the distal point.) During the traction. It was said that they have opened another unit same code, same lot they reportedly found the same problem portion detached, but in this case they did not use it on the pt. It was said to be the pt was sent to the first aid dept for an rx and a nose gastric probe was positioned. The health care provider reported this event as incident to the (B)(6). Sample is available but not reported which one.